Manufacturer narrative:
According to the product instruction for use (IFU 310115-ah rev.4)) the maxxair ets mattress is equipped with" two inflatable bladders beneath the mattress to provide the turn assist function." "The turn assist feature "slowly inflates the appropriate turning bladders to gently tilt the patient to the left or right." The IFU warnd: "prior to turning, ensure that side rails are in their full upright and locked position." The customer reported that all of the side rails were in raised position and the bed's deck was in the lowest position. The process of gathering and analyzing the data to determine the root cause of the patient fall is ongoing.

Manufacturer narrative:
According to the product instruction for use (IFU 310115-ah rev.4) the maxxair ets mattress is equipped with" two inflatable bladders beneath the mattress to provide the turn assist function." The turn assist feature "slowly inflates the appropriate turning bladders to gently tilt the patient to the left or right." The system was inspected. The turning function worked as intended. The only fault that was found was damaged power cable of the pump which has internal wires exposed. The fall is unlikely to occur when the side rails are in full upright position. The IFU warns: "prior to turning, ensure that side rails are in their full upright and locked position." Additionally, IFU instructs to: ¿consider individual patient size, position (relative to the top of the side rail) and patient condition in assessing fall risk.¿ although, all of the side rails were in raised position, the bed's deck was in the lowest position and there was no device malfunction, the patient was found on the floor. Based on that, it could not be excluded that the patient was trying to intentionally exit the bed. However, as the event was unwitnessed, it was impossible to confirm the proposed scenario and established the root cause of the reported patient fall, there was no bed malfunction, thus, the arjo device meets the performance specification. The citadel plus bed was used for the patient's treatment at the time of the event. The complaint was decided to be reportable due to the allegation of the patient fall from the bed.

Manufacturer narrative:
According to the product instruction for use (IFU 310115-ah rev.4)) the maxxair ets mattress is equipped with" two inflatable bladders beneath the mattress to provide the turn assist function." "The turn assist feature "slowly inflates the appropriate turning bladders to gently tilt the patient to the left or right." The IFU warnd: "prior to turning, ensure that side rails are in their full upright and locked position." The customer reported that all of the side rails were in raised position and the bed's deck was in the lowest position. The system was inspected. The turning function worked as intended. The only fault that was found was damaged power cable of the pump which has internal wires exposed. The process of analyzing the data to determine the root cause of the patient fall is ongoing.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Event description:
Arjo became aware of the event involving maxxair ets mattress. The customer reported theat the patient fell off the mattress when the turning assist function (slowly inflates the appropriate turning bladders to gently tilt the patient to the lef or right) was on. All 4 side rail of the bed were in raised position. No injury was reported.